Event description:
Follow up revealed that the patient underwent surgical intervention on (B)(6) 2017 to have their lead replaced. Upon explanting the lead, the physician confirmed that the lead was fractured. Patient has effective therapy post op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced autoreducing and high impedances. X-rays were taken and show that the patient's lead has a kink in it. Reprogramming was unable to provide resolution. Surgical intervention may be pending to address this issue.